Event description:
(B)(4). It was reported that the service light is lit on the wall control for operating room light 3 and there is no control to the light. Light 3 will not power on at all. The other 2 lights in the room are working just fine.

Manufacturer narrative:
There was no patient involvement, thus no patient data exists. Product is not implanted/explanted, thus no date required. Device was evaluated by a stryker field service technician on (B)(6) 2011. The actual facility of the malfunction was: (B)(6). The manufacturer date of the device was unknown at the time of this report. Evaluation summary: upon completion of the investigation of the led light failing to come on, it was found that the circlip which is a critical component was not properly seated. If the circlip is not seated properly, there is the potential for the light assembly to fall. In this instance, the tech noticed the circlip was not in its intended location therefore there is a potential health risk for this assembly to fall.